Manufacturer narrative:
No patient involvement reported. Date of event is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Device history records review was completed for part# 314.467, lot# 7815853. Manufacturing location: (B)(6), release to warehouse date: (B)(6) 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales consultant that during inspection of field inventory, it was noted that the following devices had complaint issues: the tip of one of the teeth on the cannulated cruciform screwdriver broke off, the tip on four (4) of the stardrive screwdriver shafts have become twisted. , the coating on the lid of the graphic case for 4.5mm variable angle - locking compression curved condylar plate set is peeling. There is no issue with the base of the graphic case, only the lid, and the coating on two (2) of the screw rack lids for modular graphic case system is peeling. There were no reported issues involving any procedures or patients. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (stardrive screwdriver shaft t8105mm, part number 314.467, lot number 7815853). The subject device was returned with the complaint condition stating: the 314.467 t8 stardrive screwdriver shaft is an instrument routinely used in the 2.4mm lcp distal radius system. The 314.463 cannulated cruciform screwdriver is an instrument routinely used in the 3.0mm cannulated screws system. The 61.231.015 graphic case for 4.5mm va-lcp curved condylar plate set is a graphic case routinely used in the 4.5mm va-lcp curved condylar plate system. The 60.116.098 screw rack lid is a modular device with universal application. The drivers were returned and reported to be bent or broken. This condition is confirmed; three of the four driver shafts were bent and the cruciform tip of the screwdriver was broken. One driver shaft showed no bending of breakage. The distal lobes of the bent shafts are bent around the circumference of the distal face in the direction of resistance from insertion. It is likely that frequent and repeated use and possible rough handling during surgery or sterile processing has led to this complaint condition. The cruciform driver was manufactured in 3/2010 and is seven years old. The lot 7708626 shaft was manufactured in 9/2014 and is over two years old. The lot 7815853 shaft was manufactured in 4/2015 and is over a year old. The lot 7473875 shaft was manufactured in 1/2014 and is over three years old. The lot 9981817 shaft was manufactured in 3/2016 and is a year old. The balance of the returned devices is in otherwise fair condition with some visible superficial wear. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The graphic case lids were returned and reported to be peeling. This condition is confirmed; the gray outer coating has begun to flake and peel off of each device. This issue has been previously escalated and addressed in CAPA. It is likely that repeated sterile processing cycles has led to this complaint condition. The balance of the returned devices is in otherwise functional condition. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. All measurements have been performed by calipers. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.